Event description:
It was reported patient underwent metatarso phalangeal joint fusion procedure (B)(6) 2012. While the surgeon was tightening the screw, the tip of the screwdriver bit fractured off in the head of the screw. The tip was retained by the patient. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the associated package insert that state that this type of event can occur: under precautions it states, "surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of device found evidence that failure mode was due to torsional overload. There are warnings in the associated package insert that state that this type of event can occur: under precautions it states, "surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."